Manufacturer narrative:
The device was returned for evaluation. The device evaluation found the cable flooding and image capture flooding. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cable scratches caused the flooding and the cable flooding occurred and water flooded through the cable caused the image capture flooding. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding and image capture flooding. There was no patient involvement.